Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6005947 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005947 was manufactured according to the wi version 78 packaged m12, on 14/mar/2024, with a total of (B)(4) units. Assembly: the lot 4b05511 was glued according to the wi version 27, assembly, on 14/mar/2024 with a total of (B)(4) units. The lot 4b05513 was glued according to the wi version 27, assembly, on 14/mar/2024 with a total of (B)(4) units. The lot 4b05507 was glued according to the wi version 27, assembly, on 13/mar/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of the related event: no harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in near to the needle. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.